Manufacturer narrative:
Product ID 3389-40, lot# va1wtsa, implanted: (B)(6) 2019. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the physician met with the patient on (B)(6) 2019 and performed impedance tests. All impedances were within normal range. The patient had not reported seeing an oor message or any other error message on their patient programmer since implant.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). Codes are associated with the lead. Ins had no complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there were high impedances recorded on the brain lead. During the stage 1 procedure, the surgeon tunneled the brain leads into position to bury/protect them in preparation for stage 2. A routine intra-op impedance testing was performed on the system, where high impedances were recorded on the right side. A new extension was used to exclude this as the cause. The issue was not resolved, so the right brain lead was tested, where the issue was isolated to the brain lead. It was decided to connect the system up and wait to see what the post-op scans showed in terms of lead position, before deciding whether to replace the brain lead. Once the system was connected, electrode 9 had impedances around 1700 ohms (electrode 8 was the preferred electrode for stimulation but impedances were approximately 7000 ohms. Electrodes 10 and 11 were greater than 20000 ohms. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.